Manufacturer narrative:
Based on the log review, gehc recommended to the hospital to check the flow sensors, ensure the breathing circuit module is properly latched, and follow troubleshooting as contained in the aisys technical reference manual. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure during a case. There was no reported patient injury.